Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results with the simplexa covid-19 direct assay, but negative when repeated with an unknown method. Run files were not provided at the time this report, but it was communicated that samples from the customer's sister site, (B)(6) hospital (complaint wo# (B)(4)), were used at the time the false positives occurred on mol4150 lot# us10440. The customer's device or suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# us10467, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested for ic failure complaints with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. It is most likely the cause of the false positive result was from the samples obtained from the sister site with confirmed contamination. There was no other previous issues of false positives at the sumter site until the putney samples were used. The fas is re-training the putney site on assay setup practices as well as assisting with decontamination of the lab and instruments. This is the 1st complaint on mol4150 lot# us10440 for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results with the simplexa covid-19 direct assay, but negative when repeated with an unknown method. The customer confirmed the suspected false positive results were not reported to the diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.